Event description:
During the procedure, a tamponade occurred and the patient was transferred to surgery to repair the hole. At the beginning of the ablation, the patient coughed heavily and the laa was tamped at that time. The tamponade was noted between the left atrial appendage and left pulmonary vein (laa and lpv) causing a drop in blood pressure. A pericardiocentesis was performed and the patient was then sent to surgery for repair of the hole.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.